Manufacturer narrative:
The received device had the cannula assembly not deployed. Cannula deployed with manual rotation of the ratchet gear. Inspection of the drive mechanism found no damage.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient¿s blood glucose levels reached below 70 mg/dl. The needle mechanism had fully deployed before the pod was able to be used. While patient was reporting this pod for (needle mechanism failure), it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.